Event description:
Hill-rom rec'd a report from the account stating the bed exit would not alarm. The bed was located in the patient tower at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the contacts on the alarm were dirty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 to 2011 and 2013 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the contacts and thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.